Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition did improve.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of pain in legs and feeling fatigued. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of hi display and e-5 fasting using meter. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is today (08/15/2019). The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition did improve.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of pain in legs and feeling fatigued. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of hi display and e-5 fasting using meter. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is today ((B)(6) 2019). The meter memory was reviewed for previous test result history. Result 1: e-5. Result 2: n/a. Result 3: n/a. Result 4: n/a. Result 5: n/a.